Event description:
It was reported that the patient underwent an anterior cervical interbody fusion (acif) surgery at c6-7, on (B)(6) 2015 and during the procedure the zero p va implant broke. The implant broke during the insertion process and it broke where the implant attaches from the peak to the implant. Another implant was available and the surgeon successfully completed the case although there was a delay 3 minute delay. There was no patient harm reported. It was reported that the implant was part of an evaluation set this report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown screw/unknown lot number. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial medwatch (report 2 of 2 for (B)(4)) for an unknown screw was submitted in error. There were no screws associated with the complained event. This report is therefore rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial medwatch (report 2 of 2 for (B)(4)) for an unknown screw was submitted in error. There were no screws associated with the complained event. This report is therefore rescinded.